Manufacturer narrative:
Product event summary: analysis was not able to replicate customer experience; however, errors were found in the programmer error logs which confirmed the sluggish performance. Analysis also found the latch tabs on power cord bay were broken.

Event description:
It was reported that the programmer's stylus was not able to maintain its connection to the screen. When testing was being performed, the stylus would lose connection with the screen and the test would stop. It was additionally reported that the programmer's booting time was long. The programmer has been returned to service. There was no patient involvement.